Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported by the biomedical engineer (be) that the ventricular output was "erratic" when measured during testing. The be was informed that the device can not be repaired due to its age. The status of the epg is unknown. There was no patient involvement.